Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,046 ohms. Prior to the lss, pace impedance measurements were previously stable around 1,000 ohms lead up to the jump in impedance measurements. Following the lss, there was noise with oversensing, however the intrinsic rhythm was observed throughout. Technical services (ts) recommended bringing the patient in clinic for further rv lead evaluation. This pacemaker and rv lead remain in service. No adverse patient effects were reported.